Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited potential sensing problems. It was also reported that the atrial signal was at the same time as the ventricle signal. The ra lead remains in use. No patient complications have been reported as a result of this event.